Manufacturer narrative:
The device was returned to mmd for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the pump motor had failed and was not turning the external roller, and this caused the failure to deliver. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump appeared to be running, but nothing was being delivered. They also stated that the pump did not alarm. Mmd did follow up with the initial reporter to obtain additional information. They stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).